Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. E1 : patient city : (B)(6), patient country : united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of infusion set leakage on (B)(6) 2025. The issue was observed immediately after insertion. The site of leakage was quick release. The high blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 5407421 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 5407421 was packaging according to the wi version 73, in the machine multivac 08, on 30/oct/2022, with a total of (B)(4) units. Assembly: the lot 5406674 was assembled according to wi version 24 on-line inspection for assembly of quick set on 19/oct/2022, with a total of (B)(4) units. The lot 5407834 was assembled according to wi version 24 on-line inspection for assembly of quick set on 30/oct/2022, with a total of (B)(4) units. The lot 5401263 was assembled according to wi version 24 on-line inspection for assembly of quick set on 30/oct/2022, with a total of (B)(4) units. The lot 5407835 was assembled according to wi version 24 on-line inspection for assembly of quick set on 31/oct/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5407477 was packaging according to the wi version 37, in the machine mp04, mp05 and mp08, on 28/oct/2022, with a total of (B)(4) units. The lot 5406662 was packaging according to the wi version 38, in the machine mp04, mp05 and mp08, on 17/oct/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 10-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5407421 and no other complaint has been registered in database for the same lot 5407421 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) 3003442380-2025-01525. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions